Event description:
On (B) (6) 2009, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. The final angiogram revealed a distal type I endoleak, but the physician decided to take a wait-and-see approach. On (B) (6) 2010, a computed tomography revealed a continuous distal type I endoleak. On (B) (6) 2010, the pt was implanted with 2 gore tag thoracic endoprostheses to treat the distal type I endoleak. The 2nd gore tag thoracic endoprosthesis device (tg3115/7001126) was inserted through an aorta conduit using a 10 mm vascular graft. The aorta conduit was used as a permanent aorta-femoral bypass to treat the occluded right iliac artery. The blood flow to the lower limb was restored. The type I endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.